Event description:
The MFR received info alleging a ventilator would not power on. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer¿s complaint was confirmed. The device¿s system board was replaced to address the issue.